Manufacturer narrative:
The reported events of inability to interrogate and no magnet response could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). The electrical and mechanical analysis performed, including magnet response test, indicated normal device functionality. The device was able to be interrogated normally with programmers. The device image showed autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and there was no magnet response. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.